Event description:
"It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Transesophageal echocardiography (tee) imaging was very difficult to make out due to patient anatomy and probe. The wds was prepped, advanced and deployed in the laa. The closure device placement went without issue and met position, anchor, size and seal (pass) criteria. Approximately thirty (30) minutes post procedure, while in recovery in the post-anesthesia care unit (pacu), a code blue was called in for the patient. The patient was reported to have tamponade, with a decrease in blood pressure and heart rate requiring cardiopulmonary resuscitation (CPR). The patient was found to have an effusion with cardiac tamponade. Pericardiocentesis was done to treat an effusion removing approximately 1000ml of fluid. 700ml was transfused back in via arterial line while the patient also got three (3) units of blood in lab. The patient continued to need blood drained from pericardium, so a surgeon was called. The patient was taken to the operating room (or) for surgical intervention. During it surgery, it was discovered that the patient had a total of five (5) perforations in the heart. There were three (3) in the right ventricle (rv), one (1) in the superior vena cava (svc), and one (1) in the right atrial appendage. The physician suspected that the non-(B)(6) wire used was responsible for the svc and raa perforations and that the other perforations in the rv were from attempting to get the pigtail drain in for the pericardiocentesis. There were no further complications. The patient remained stable and expected to make a full recovery." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).